Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: as the status of the system shows that the result of several tests (fast dose verification and dose area product and skindose verification) had a failed status on the procedure date we (however unlikely) cannot rule out a system malfunction could have contributed to the total dose received by the patient. However the system presently is working within specification and therefore reoccurrence of the issue is unlikely. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that the patient suffered from hairloss after treatment in the cathlab. According the information philips received the patient received a dose of 1.48 gy. Patient suffered from hairloss after treatment in cathlab.